Event description:
It was reported that a dexcom g7 continuous glucose monitor showed data in the dexcom app but failed to display on the ilet, resulting in an ilet-only pairing failure that required troubleshooting and education; the user performed an ilet restart, entered a fingerstick bg to enable dosing, and later toggled the cgm antenna setting between g7 and g6 and re-entered the sensor code, after which pairing completed and glucose values appeared on the ilet. Symptoms included hyperglycemia with a highest glucose of 274 mg/dl over a couple of hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included temporary loss of automated cgm data to the ilet and transient elevated glucose without clinical sequelae. Investigation included guided device troubleshooting and verification of pairing status and sensor prompts on the ilet interface. Investigation of this case revealed a pairing communication issue between the ilet and dexcom g7 that resolved after initiating the pairing sequence again, consistent with a transient connectivity problem in the cgm communication pathway without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user/system connectivity reinitialization resolving a temporary communication disruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.